Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed. The device was examined at corin (B)(4) and the reported failure mode was verified. As a result of feedback the passivation and cleaning process has been updated. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A unity ps box cutting guide is showing signs of rust / corrosion.